Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during use, the end of the instrument cracked and broke. A piece of the device fell into the surgical cavity. The piece was removed without difficulty. No patient injury.